Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely, as end of life (eol) status was declared less than three months after elective replacement indicator (eri). A request was made to have data from this device analyzed. A system impedance history was also requested to aid the health care professional (hcp) in deciding whether to only change the s-ICD or revise the entire system, electrode included. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.

Manufacturer narrative:
Current evidence suggests this device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely, as end of life (eol) status was declared less than three months after elective replacement indicator (eri). A request was made to have data from this device analyzed. A system impedance history was also requested to aid the health care professional (hcp) in deciding whether to only change the s-ICD or revise the entire system, electrode included. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.